Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the screen was not turning on for the device. Additional findings not related to the malfunction/issue was damage to the dc connector. There were no parts replaced to address these issues. There was no repair made to the device, and it will be scrapped.